Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient's cgm device alerted her to a value of 50 mg/dl. The patient was also wearing a tandem insulin pump. The reporter was unsure whether the patient was experiencing any symptoms at this time or if the patient had provided herself with any treatment. The patient went to the ER for evaluation. At the ER, the patient's bg meter reading was over 500 mg/dl while the cgm was still reading around 50 mg/dl. It was then mentioned that the patient also had a miscarriage, which could have been related to the patient¿s hyperglycemia. The reporter was not aware if the patient was hospitalized. Attempts to reach the patient for further event clarification were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values taken in the ER fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.